Event description:
During an in-clinic follow-up, episodes of atrial fibrillation (af) were observed on the device. The af was incorrectly interpreted by the device which resulted in delivery of inappropriate shock. Abbott technical support was contacted, and the device was reprogrammed to avoid any future episodes of inappropriate shock. The patient was in stable condition.